Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. Unable to prime during prime test due to faulty connector. No motor error alarm noted. Motor tested outside device and passed minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm occurred during bolus. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Motor error occurred 2 times in the last 30 days. Customer stated that they are able to rewind the pump. Insulin pump will need to be replaced. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).